Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a 16-14 mm amplatzer duct occluder is an 7f. A 9f delivery system was used in procedure, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined, however is consistent with use of larger sheath, as use of a larger sheath may influence deformations of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 16-14 mm amplatzer duct occluder is an 7f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 16-14mm amplatzer duct occluder was chosen for implant using a 9f amplatzer torqvue delivery system. When the device was deployed, it presented in a cobra shape. The deformed device was not released from the delivery cable while inside the patient. The device was recaptured and removed from the patient. The device was then submerged in warm water in order for it to return to the normal shape. This was unsuccessful and it was decided to use a new 16-14mm amplatzer duct occluder. The replacement device was successfully implanted. There was no clinically significantly delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.